Event description:
It was reported that a patient underwent a robot-assisted surgery (davinci) on (B)(6) 2022 and a barbed suture was used. During the procedure, the needle came loose from the thread while suturing. Since the needle could not be found, a laparoscopic operation was performed. There was no success with this either and the switch to an open surgery was made. The needle was found. This increased the duration of the operation by about 2 hours. The surgeon has been trained not to clamp the needle near the swage zone with the needle holder. It was stated there were no consequences for the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Note: event reported via 2210968-2022-07363, and 2210968-2022-07364.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/4/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of index surgical procedure. Female, bmi slightly increased, age between (B)(6). The diagnosis and indication for the index surgical procedure? Diagnosis: ventral hernia: planned procedure: robotic tarm what tissue was being sutured when the event occurred? Posterior sheet of the rectus sheath including parts of the hernial sac. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal tissue. What instruments were used to grasp the needle? Davinci device. Where was the needle grasped during use? The needle was grasped in the rear third. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? The length of stay in the hospital has increased from the usual 2 days post op to over a week. Are any of the 3 needles currently retained in the patient? There are currently no more needles in the patient. If yes, how many? None. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? The patient now has a long laparotomy scar in addition to the small sutures due to the trocar incisions. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Before the fatal stitching: with two of the threads used, the thread detaches from the needle during sewing. During the fatal suturing: again, the thread detaches from the needle before it could be fixed with back stitches and jumps outside the field of view of the camera and could not be found even after a long search: laparotomy!!! What is the physician¿s opinion as to the etiology of or contributing factors to this event? The surgeon cannot explain the situation because he has already performed countless operations of this type. A v-loc thread was used on these and nothing comparable has ever happened. What is the patient's current status? There are no problems in the follow-up with the patient 30 days after the operation. Lot number for each device? Betroffene charge: sebbhr. Note: event reported via: 2210968-2022-07363 and 2210968-2022-07364.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what is meant by the term ¿fatal¿ in the statements of before the fatal stitching and during the fatal suturing? Please clarify. Please provide more information of when each needle pulled off of the suture and when the procedure was converted to an open procedure in the order that it occurred. The term "fatal" means exactly the situation of the loss of the needle during the suturing and the resulting massive increase in the duration of the operation. Before the fatal stitching: in both of these cases, the needle became detached from the thread during suturing, but remained in the needle holder and could thus be easily removed from the surgical field. This resulted in the intervention being extended by 15 minutes. During the fatal suturing: again, the thread detaches from the needle before it could be fixed with back stitches, jumps outside the field of view of the camera and could not be found. After a long search, the robotic operation was switched to a laparoscopic procedure. The needle could not be found here either, so it was ultimately decided to perform a laparotomy. In this case, the needle was finally found and removed. Did all 3 needles that detach from the suture contribute to the need to convert to a laparotomy and prolong the procedure? Please provide more information what was being done during the 2 hours that the procedure was prolonged. The removal of the first two needles together with the already sutured threads extended the operation by about 15 minutes but did not mean that a laparotomy had to be made in the end. Finding and removing the third needle extended the operation by around 2 hours, since the search took a long time and the entire surgical setting had to be changed twice.

Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(6) 2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: d4, d9, h4, h6 additional h6 component code: g07002 reported condition not confirmed additional h3 investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that it was received four unopened samples that pertain to the product code sxpp1b420. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during evaluation. A functional test was performed using equipment and the pull force result was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.